Manufacturer narrative:
Inspected 1 opened or used sensor and found sensor cannula retracted inside sensor base. Unable to confirmed customer received sensor in said condition due to customer returned opened or used. No broken or missing parts were observed during analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the sensor was fractured while in the body and that they did not receive medical treatment as a result of the sensor fracturing while still in the body. Customer's blood glucose level was 93 mg/dl at the time of incident. Customer alleged that sensor broke off leaving a small piece still inside the body and the customer was able to pull it out by had no medical attention needed. The sensor will be returned for analysis.